Manufacturer narrative:
After further investigation this complaint is deemed no longer a reportable event. It was reported the device presented with the following: us transducer does not work anymore and it does not make any sound. Failure to measure ultrasound would be detectable by the user and would prompt the clinician to use alternative methods of monitoring or to troubleshoot the monitor. As part of a fundamental use model for this device to monitor the fetal heart rate (fhr) using ultrasound, it is necessary for the clinical staff to locate the fetal heart using sound generated by the ultrasound transducer. A defect transducer would in addition not provide a fetal heart rate. As part of a fundamental use model for this device to evaluate the trace for suspicious trace patterns. A trace pattern is the conjunction between the fetal heart rate and the contractions. A missing fhr would be immediate obvious. The record was reviewed and evaluated to pose no health or safety risk to patients, users, or bystanders. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur.

Event description:
The customer reported that the fetal heart monitor is faulty no sound is coming from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).